Event description:
The customer reported that he was taken to the hospital for high blood glucose of 501mg/dl. The customer stated that he was exposed to high temperatures and his glucose level rose after a few hours of being in the sun. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.